Event description:
The customer reported the insulin pump does not have an audible tone. No further info was given.

Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone due to broken transducer wire. However, the device passed the seat, rewind, and occlusion tests.